Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the action taken was education about charging, charging on the side or back on 2025-aug-20. The event was considered ongoing as of 2025-sep-25.

Event description:
Additional information received from the clinical site reported that there was no change as of 04-dec-2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that there was a causal relationship to the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the charger gets warm due to charging more than one hour. Reprogramming cyclic stimulation. Less charging needed. Further diagnostic test on 2025-sep-25; device interrogation/device data - and stim check. Stim changed to cyclic stimulation. Ins still mobile in the pocket, and the charger becomes warm due to charging ins more than 2 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had charging problems when seated. The patient had to charge for more than two hours and got an error message. The ins was mobile within its pocket, allowing some movement at the implantation site; however, the battery remained stable without tilting or displacement. The patient reported the charging problems on (B)(6) 2025. Examination was performed on (B)(6) 2025 and education about charging, and charging on the side or back was provided. The device diagnosis was problems charging/ineffective charging. The clinical diagnosis was charging problems. The etiology was possibly related to the device or therapy, and a causal relationship to the recharge process, the ins being mobile within the pocket, and inadequate charging of the ins. The event remained ongoing. Additional information received updated the etiology to include a possible relationship to the recharger. The device diagnosis was updated to a flipping ins in an obese woman causing charging problems. The clinical diagnosis was updated too not applicable.